Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level has been low in the middle of the night for the past year (40 mg/dl). Customer stated they believe their basal settings are too high. Food is consumed to address low blood glucose level. Reportedly the customer's wife helps them get the food to address low bg level. A recommendation was made for the customer to discuss low bg levels with their healthcare provider.

Manufacturer narrative:
Corrected data: date of report.